Event description:
User experienced a precision issue with calcium, noting several patient results failing delta checks for calcium as the results were lower than what the patients typically recover. These results were generated from cups that were processed through the mpa. The user reran the primary tubes for these patients on the same module and recovered higher results which matched previous results. Only the following 3 patient examples were provided which were discrepant. Sample 1, initial gave 7.6; repeat gave 8.9 mg per dl. Sample 2, initial gave 7.9; repeat gave 9.1 mg per dl. Sample 3, initial gave 7.6; repeat gave 8.9 mg per dl. User states "none of the initial results were released". Patients were not adversely affected. The field service representative determined there was a problem with the reagent, and replaced reagent. Calibration, controls, precision check and correlation with adjacent analyzer was performed to verify analyzer performance within specification.